Manufacturer narrative:
(B)(4). Approximate age of device-1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lab results taken on (B)(6) 2017 revealed an elevated lactate dehydrogenase (ldh) of 1104 u/l. Pump parameters were stable. On (B)(6) 2017, the patient¿s ldh increased to 1134 u/l. A ramp echocardiogram was positive for possible pump thrombosis. A pump exchange was tentatively scheduled for (B)(6) 2017. On (B)(6) 2017, the vad clinician reported that the patient¿s ldh decreased drastically on bivalirudin so the pump exchange was cancelled. The patient was transitioned to warfarin and would be discharged home soon. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.